Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 484 mg/dl at the time of the incident. The customer's blood glucose was 177 mg/dl at the time of call. The customer's grandmother stated that they treated her high blood glucose with insulin drip. The customer's grandmother also reported that she experienced abdominal pain and nausea. The time of the hospitalization was 10pm and the date of the hospitalization was (B)(6) 13. The customer's grandmother was advised customer's grandmother to change entire set, reservoir and insulin. The customer's grandmother stated that there was a bent cannula. The customer's grandmother was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The insulin pump will not be returned for analysis.